Event description:
83 year old woman with cardiac arrythmia that required permanent pacemaker. During attemptd insertion of pacemaker wire, pt. Became hypertensive and bradycardic - code 99 was called. Flouroscopy showed poor cardiac activity and echocardioram showed fluid in pericardial sac (indicating a perforation of the heart muscle by the wire). Pt. Was taken emergently to or where a perforation of the right ventricle was found and repaired. Recovery from surgery was lengthy but uneventful and pt. Was eventually discharged homedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.